Manufacturer narrative:
The available information suggests this device remains implanted. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that the local area sales representative was attempting to program tachy therapy off due to physician order. Upon interrogation, this cardiac resynchronization therapy defibrillator (crt-d) was found to be in storage mode. End of life (eol) had been declared approximately 6 months earlier. The device was reinterrogated and a charge time out was also observed. No adverse patient effects were reported.